Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed one grip close cable derailed at the distal idlers and that the cable was exposed on the outer pulley surface. The instrument grips still opened and closed, but movement may have been affected. One rear housing snap was also broken. Engineering also observed a 2" section on the distal end of the instrument main tube with material removed, located directly above the proximal clevis. It was determined that this damage may have been caused by defective cannula accessory. No other damage was found.

Event description:
It was reported that the endowrist prograsp instrument was broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.